Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast surgery with mentor memorygel 350cc silicone breast implants which at this time no information is available to the nature of the issue. Reporter indicated that more information will be available at a later time. The patient had the device explanted on (B)(6) 2019.

Manufacturer narrative:
On 7/31/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the sample it was observed a tear in the posterior view, measuring approximately 1.0 cm. No additional anomalies were observed. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, additional information received indicated that the date of event was on (B)(6)2019. There was an issue with wound healing to the left side which the left breast was exposed. Update device evaluation summary: during evaluation of the sample it was observed a tear in the posterior view, measuring approximately 1.0 cm. No additional anomalies were observed. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).